Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat wolff-parkinson-white syndrome using an intellanav stablepoint open-irrigated catheter the patient experienced a pericardial effusion. The ablation had been performed, after which there is a 30 minutes observation period, to make sure the ablation remains successful. It was during this waiting period that the physician observed the patient's blood pressure was declining and the pericardial effusion was identified. The physician then punctured the pericardium and aspired the blood. After the intervention the patient was stable and is expected to fully recover. The physician stated the pericardial effusion was not related to a device, however, the cause of the pericardial effusion was unknown. The catheter is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure to treat wolff-parkinson-white syndrome using an intellanav stablepoint open-irrigated catheter the patient experienced a pericardial effusion. The ablation had been performed, after which there is a 30 minutes observation period, to make sure the ablation remains successful. It was during this waiting period that the physician observed the patient's blood pressure was declining and the pericardial effusion was identified. The physician then punctured the pericardium and aspired the blood. After the intervention the patient was stable and is expected to fully recover. The physician stated the pericardial effusion was not related to a device, however, the cause of the pericardial effusion was unknown. The catheter has been received by boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, the catheter underwent functional testing of the steering mechanisms, which found no abnormal resistance and normal functionality. Then, the catheter was electrically tested and no shorts or open circuits were discovered. The next test was pressure testing which found the pressure decay values were all within specification. The catheter was then examined under x-ray which also revealed no abnormalities. Finally, the catheter was connected to a test system to replicate an ablation environment. The catheter performed as expected and no error messages occurred. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.